Event description:
It was reported that, on 2014 (B)(6), a pocket fill occurred. The patient experienced a burning sensation upon infusion and developed hives around the pump. The patient became lethargic and was sent to the emergency room (ER). The patient was later intubated for approximately one day. At the time of this report, the patient had recovered and was doing well. It was noted that the pump was viewed under fluoroscopy. The device system was used to deliver hydromorphone and clonidine. It was later reported that the cause of the pocket fill was not determined. Regarding the results of the fluoroscopy, there were no known issues with the pump. The patient recovered and was receiving therapy.

Event description:
It was also reported that the patient experienced overdose symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# j0056585r, implanted: 2001 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).